Event description:
It was reported to philips that the wireless footswitch had connectivity issues. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch has connectivity issue. Upon functional testing, fse found that the wi-fi (led) indicator on the wireless footswitch was turning red occasionally and the battery indicator was green. To resolve the issue, fse replaced the wireless footswitch and base station. The replaced parts were returned to philips for further analysis. The analysis of wireless footswitch confirmed that the malfunction was due to the control 1 failure as the button, joystick, handle, switch was not working correctly. But the cause of the wireless base station failure could not be conclusively determined by the supplier¿s part analysis. There was a pre-occurrence, were the fse could not duplicate the issue and after the current occurrence, the issue reoccurred again and it got resolved by the customer. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on procedure. The codes were updated based on the investigation outcome. Additional narrative corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch has connectivity issue. Upon functional testing, fse found that the wi-fi (led) indicator on the wireless footswitch was turning red occasionally and the battery indicator was green. To resolve the issue, fse replaced the wireless footswitch and base station. The replaced parts were returned to philips for further analysis. The analysis of wireless footswitch confirmed that the malfunction was due to the control 1 failure as the button, joystick, handle, switch was not working correctly. But the cause of the wireless base station failure could not be conclusively determined by the supplier¿s part analysis. There was a pre-occurrence, were the fse could not duplicate the issue and after the current occurrence, the issue reoccurred again and it got resolved by the customer. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.